Event description:
It was reported that the ilet pump touchscreen intermittently failed to respond to the back-arrow input, and the user¿s blood glucose was 185 mg/dl at the time after breakfast; a firmware update was recommended once glucose returned to target, and troubleshooting guidance was provided. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software-related problem associated with an unresponsive key/button on the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.